Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red rash under the therapy electrodes. The patient reported that she had a nickel allergy. The patient was prescribed clotrimazole cream and the rash healed.